Event description:
This device has been returned without oos documentation from an unk source. The device is at eri indication. The area representative was called, and had no add'l info. Explant date unk.

Manufacturer narrative:
The visual inspection revealed scratches on the pacemaker housing. Upon incoming inspection, the pacemaker was not in eri and stimulated with the following parameters: vddr-mode / 60 ppm / 3.6 v / 0.4 ms. The pacemaker was subjected to a complete final acceptance test and proved to be within all electrical specifications. There was no indication of sensing and/or pacing problems. The pacemaker proved to be fully functional not being eri (elective replacement indication). In summary, the analysis did not reveal any sign of material or manufacturing problems. The pacemaker was not in eri.